Manufacturer narrative:
(B)(4). A companion sample was submitted for evaluation. Visual and functional examinations were performed and the reported condition was not confirmed. The sample was received connected to a female luer of an unknown set and the connector was disconnected without difficulties. A batch review was performed on the reported lot and no deviations were found. The root cause of this condition was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a blood administration set with a loose cap. According to the report, when connecting the set to the blood warming coils, it became jammed in the connector and then the screw cap came loose and rolled around. A companion sample is available for evaluation. There was no patient injury or medical intervention associated with this event. This is report 2 of 6 of the same reported problem from this facility. No other information is available.